Event description:
The company was informed that the pt's device was explanted for a technology upgrade. Advanced bionics is in the process of gathering more info. Once additional info is received a supplemental report will be submitted.